Event description:
Healthcare professional reported 1 hour after injection with juvederm ultra plus xc in the nasolabial folds, patient experienced a vascular event marked by skin blanching, as well as developed bruising, and swelling around the right nasolabial fold injection site. Two days after the injection, patient was treated with hyaluronidase. The patient was also reported to have gone to an emergency room; at this time details regarding the emergency room visit have not been provided by the reporting healthcare professional.

Manufacturer narrative:
Medwatch sent to FDA on: (B)(4)2013. Device history record summary: the documentary research in the batch file shows that no element could explain these reactions: all the manufacturing steps and all the physicochemical and microbiological results (endotoxins, bioburden) are registered as conforming. The attributability is then impossible to determine. Device labeling: warnings: the product must not be injected into blood vessels, introductions of juvederm ultra plus xc into the vasculature may occlude the vessels and could cause infarction or embolization. Adverse events: the most common injection-site responses for juvederm ultra plus xc were redness, swelling, tenderness, firmness, lumps/bumps, discoloration, and bruising.